Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a detail investigation of the issue cannot be performed.

Event description:
Medtronic received information that 3 months and 18 days post implant of this mitral bioprosthetic valve, it was explanted and replaced due to paravalvular leak. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.